Event description:
It was reported to boston scientific corporation that a saps single action pump system was inspected during inventory at the user facility. According to the complainant, during inventory, a foreign object was visualized within the packaging of the single action pump system. The object was described as a black fragment approximately 1cm x 3cm in size. The complainant reported no visible damage to the packaging of the device and that the sterile seals had not been compromised. The foreign matter was within the sterile barrier. There was no procedure or patient involvement in this event.

Manufacturer narrative:
Product unavailable for analysis.

Manufacturer narrative:
The complainant stated that the product returned for this event was an unused, sealed product with foreign matter inside the package. However, the returned device was received in a generic pouch inside a ziploc bag and comprised of syringe and connecting tube. Residue was present on the product indicating that the device was used. Visual evaluation of the returned device revealed no foreign matter on the returned device and no defects were observed on the syringe or the connecting tube. Since the original packaging of the device was not returned by the customer, the foreign matter inside the package could not be confirmed.

Event description:
It was reported to boston scientific corporation that a saps single action pump system was inspected during inventory at the user facility. According to the complainant, during inventory, a foreign object was visualized within the packaging of the single action pump system. The object was described as a black fragment approximately 1cm x 3cm in size. The complainant reported no visible damage to the packaging of the device and that the sterile seals had not been compromised. The foreign matter was within the sterile barrier. There was no procedure or patient involvement in this event.